Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure which was pockets not detected on bus. The customer reported they were able to get medication, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to reseat the cable and reboot the device. A field service engineer troubleshooted and found that they had been inspected cables and found a loose rowboard cable. So, they reseated the cable rebooted device. The system functioned as intended.